Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found. Performance data collected from the device was received and analyzed. Analysis revealed analysis of the device memory indicated the battery impedance trend was rising. Recommended replacement time (rrt) alert was triggered on (B)(6) 2015. The daily battery trend data shows gradual rise of battery impedance. Premature rrt alert without corresponding battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient's implantable cardiac monitor battery depleted early. The device was explanted and replaced. The patient indicated that after the device was removed, the battery life was "fine." No patient complications have been reported as a result of this event.